Event description:
It was reported that during a total abdominal hysterectomy, the device failed to fire on the initial firing. It was not reloaded. Another insrument was used to complete the case. There was no pt consequence.